Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as, during preparation, the steerable guide catheter water column was unable to hold. It was reported that during preparation of the steerable guide catheter, per instructions for use (IFU), the water column would not hold. The nurse changed the stopcock to another stopcock, however, the water column would still not hold. The device was discarded and not used in a procedure. There was no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.